Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. The reporter alleged that the pump was unable to complete the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/19/2015 with the following findings: a review of the pump¿s black box history showed that a cs 064 call service alarm was recorded. The pump was not able to complete a 24 hour duration test due to the pump emitting a cs 064 call service alarm. The cartridge piston did not move when attempting to perform the rewind step. The pump case was removed and cracked traces were found on the interboard flex. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.